Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, antibiotic treatment was discontinued. On an unknown date the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5 days, ongoing), meropenem injection (1gm, intraperitoneal, one daily, ongoing), and heparin injection (discontinued) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.